Manufacturer narrative:
Implanted: unk, explanted: unk.

Manufacturer narrative:
Lead model 3389 lot# unk (B)(4) implanted: unk explanted: unk. Note corrected initial notify date.

Event description:
It was reported the patient's lead broke in 2009. The lead was successfully replaced. The patient recovered without sequela. No further follow up regarding this event is possible.

Event description:
Additional information showed the lead break was identified through x-ray.

Manufacturer narrative:
Note corrected notify date for initial report.